Event description:
It was reported that the ipg would no longer charge, and prior to that, the patient had to charge frequently and for longer periods of time. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.